Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump is not working correctly. The customer doesn¿t think its administering. It¿s not alarming correctly when it¿s empty, and it doesn't alarm, but it can be empty at night. It won¿t beep and the customer doesn¿t think it¿s working correctly. The customer reported that the pump may not be dispensing insulin as it should and doesn't alarm. The customer was at work and didn't have the pump with her to do some troubleshooting. The customer mentioned having high blood sugars due to the pump issues. The customer will call back for further troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test at 0.08795 inches. No audio/absence of alarm noted during the testing.